Event description:
Customer reportedly noted the patient's skin became reddened. There was no reported patient injury. Ohmeda medical's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.